Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) level was 22 mmol/l. Customer administered a correction injection to successfully resolve the bg.